Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motion sensor test failure during prime. Customer's blood glucose reading was 155 mg/dl. Customer stated that the pump also has multiple cracks. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. No motor error alarms were noted. Unable to perform the displacement test due to the motor anomaly. The pump was received with minor scratches on the lcd window.